Manufacturer narrative:
The insertion of new sensor was off label since it was inserted in a close proximity to the older sensor. This would create a signal interference issue for the user with the new sensor and prevent the system from functioning normally. As per the information that was provided by the customer, the transmitter was detecting the old sensor and old sensor's serial number was being shown in the app while trying to link. The old sensor could not be removed even though sensor was palpable and transmitter was used to localize it. As wound was bleeding, the hcp opted not to do an ultrasound and decided to insert new sensor in the same arm. The user was advised to reach out to hcp to discuss about removing the previous sensor or both the sensors and to get inserted with a new one, in another pocket, preferably in the other arm. The hcp referred the customer to a surgeon who did an x-ray to detect the two sensors (old and new one). Only one sensor was detected which happened to be the old sensor. The new sensor which the customer mentioned they were recently inserted with, could not be detected. The hcp believed that the new sensor was inserted, but it would have probably remained inside the insertion tool. This information could not be verified by hcp. The customer will be inserted with a new sensor on (B)(6) 2024 to continue using eversense continuous glucose monitoring (cgm) system. No further investigation was possible for this complaint.

Event description:
Senseonics was made aware of an incident where the user reported that his new sensor could not be linked to transmitter. The user's old sensor was not removed and the transmitter was detecting information from old sensor. This is considered an off-label use as presence of two sensors in close proximity prevents the system from functioning normally. The user was advised to contact hcp to discuss about next steps such as removal of the previous sensor or both sensors.